Event description:
It is reported that the surgeon had difficulty inserting the poly.

Manufacturer narrative:
Evaluation summary: an evaluation of the device concluded that the locking feature is damaged; indicating that it did not properly slide under the locking feature on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. The device history records were reviewed and found to be conforming; indicating the device was manufactured inspected, and packaged to specifications.